Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot number 59140un20. Trending review of list number 3p68 determined no related trends for false elevated patient results due to the product. Return testing was not completed as returns were not available. File sample analysis was not performed as reseating all the components that were replaced by the customer during their quarterly maintenance, replacing poppets and bellows for the internal probe wash and the cuvette washer, manually washing the cuvettes and then repeating quality controls as well as patient sample, all were within acceptable ranges. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of magnesium reagent (ln 3p68-22) lot number 59140un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for one patient. Sid (B)(6) generated an initial result of 6.83 mg/dl, repeated 0.99 mg/dl, repeated again on another instrument and the result was 0.94 mg/dl (reference range is 2.1 to 2.8 mg/dl). No impact to patient management was reported.